Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot numbers (h10l16067, h11a04056, h11b18120). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date in (B)(6) 2006, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. Treatment and outcome were not reported. On (B)(6) 2011, the patient was hospitalized for an unreported reason. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment was not reported and the patient had recovered from the peritonitis on an unreported date in (B)(6) 2011. Pd therapy was ongoing. The nurse stated the event of peritonitis was not related to pd therapy and did not comment on the patient made mistake/touch contamination.